Event description:
Boston scientific received information that this pt fell and broke their arm several weeks ago. It is believed that the right ventricular lead may have been damaged at that time. This pt recently went to the emergency room complaining of dizziness. The attending physician noted that there was loss of capture on the rv lead. As a result, the lead was explanted and successfully replaced. The device programming was optimized and the pt is feeling well.